Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed damaged bearings. Damaged bearings can lead to increased friction between rotating components, resulting in heat being generated. The bearings were replaced and additional preventative maintenance was also performed. The device was returned to the user facility.